Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced electrode array exposure from scratching at the implant site due to an insect bite. The recipient was hospitalized on (B)(6) 2015, treated with vancomycin and ceftriaxone. On (B)(6) 2015, the recipient underwent a surgical wash and flap rotation, and continued with antibiotic treatment.

Manufacturer narrative:
The recipient has reportedly healed well and has resumed use of the device.